Manufacturer narrative:
Corrected data: h6- medical device problem code: "2993" should be removed and "3189" should be added. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -14.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens had became stuck in the cartridge/injection system and also tore during injection/delivery into the eye. The damage was noted after the lens opened up inside the eye. Repositioning was also performed intraoperatively during this time but it did not resolve the problem. The lens was intraoperatively removed and replaced with a same length lens and this resolved the problem. It was noted "normal; no adverse events". The cause of the event was reported as the device and unknown and noted "unknown; loaded as per normal; injection felt normal; damage haptic noted once icl unfolded". The device did fail to perform as intended.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).